Manufacturer narrative:
No product to be returned. The product was packaged (B)(6) 2019 on alloyd 2. DHR's review found no discrepancies or anomalies relevant to the complaint. In-process, product was inspected for leakage and no non-conformities were noted. Incoming records review for cuff component cp370 (lot # 3859259) found no issues relevant to the complaint.

Event description:
Information received a smith medical tracheostomy reports cuff is failing and damaged. The reporter stated third tach to have same issue. Unknown what brand. The event reported this occurred immediately upon use. No reported adverse events to patient .